Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge. Reportedly, the cartridge was filled with approximately 170 units of insulin. The customer reported blood glucose (bg) level was elevated; however, was unable to provide a bg value. Additionally, the customer reported recently consuming a meal. To address the bg level, the customer delivered a bolus. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.